Manufacturer narrative:
The device was retrieved, however, it is not being forward to depuy mitek for eval at this time and will not, if at all, be returned before the 30 day regulatory reporting requirement. Product codes and lot numbers have not been supplied, both of which preclude conducting either a physical eval or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Depuy mitek is still attempting to gather more info about the event at this time. When and if more info is received,and/or the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.

Event description:
A pt contacted depuy mitek stating that he had an intrafix screw and sheath implanted in 2004, while stationed in the army. In 2006, he had pain and discomfort in the same knee and it felt like the device had moved. He returned to a different surgeon, who confirmed that the screw and sheath had migrated. The surgeon removed both devices from the pts left knee.